Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported on (B)(6) 2025 patient with midline also diffusing during antibiotic treatment with tazo and daptomycin, causing inflammation and local pain with inflammatory placards two days after insertion. It had been inserted on (B)(6) 2025. Patient has very precarious venous capital, hence insertion of midline. Antibiotics stopped, midline removed. Patient was on level I (paracetamol) and iii (morphine) painkillers before the incident, no other analgesics were added to treat the pain, nor any anti-inflammatory medication. No other information was provided.